Manufacturer narrative:
B1 product problem - corrected - no product problem. D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H1 type of reportable event: no malfunction. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the subject balloon catheter shaft was kinked at 39cm,40.5cm & 41.5cm from the proximal end. The functional inspection was performed, and the balloon was inflated and deflated without issue, no leaks were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after air exhausting the balloon on the table, it was delivered to the lesion site via drip infusion. Subsequently, the balloon was inflated using a pressure pump, but it was found to be leaking. Additional information received indicates that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The device was returned for analysis, and the balloon catheter shaft was noted to be kinked in a number of locations, the balloon was able to be inflated and deflated without issue, there were no leaks noted to the balloon or balloon catheter shaft. Kinks to the balloon catheter shaft are known to cause difficulties to inflate the balloon as it can restrict flow of flush media to the balloon, it is likely that the kinks may have caused difficulties to inflate the balloon during use, which may have been perceived to be a leak to the balloon. It is likely that the balloon catheter shaft was damaged during the clinical procedure. Based on a review of all available information and the analysis of the returned device an assignable cause of not confirmed will be assigned to the reported balloon leaked during use, as there was no leak noted to the inflated balloon. An assignable cause of procedural factors will be assigned to the analysed ¿balloon catheter kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.¿

Event description:
It was reported that during the stenosis procedure of the middle cerebral artery (mca). The subject balloon was delivered to the lesion site via drip infusion. Subsequently, the subject balloon was inflated using a pressure pump, but it was found to be leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the stenosis procedure of the middle cerebral artery (mca). The subject balloon was delivered to the lesion site via drip infusion. Subsequently, the subject balloon was inflated using a pressure pump, but it was found to be leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.